Manufacturer narrative:
The product was received for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: nov 13, 2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on the suspect product and found the lens was cut in half and coated in viscoelastic residue. The lens was cleaned, and damage was observed on the edge of the lens. No further evaluation was performed. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The other issues observed during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient experienced dysphotopsia following the implantation of the monofocal intraocular lens (iol) into the right eye. The symptoms persisted for five months and the issue was identified during a post-operative examination. The lens was later explanted during a secondary surgery and replaced with a non-johnson and johnson iol with +18.5 diopter. No unplanned complications, such as incision enlargement, sutures, or vitrectomy, were required during the procedure. It was reported that the directions for use had been followed. The patient is fully recovered. No further information was provided.

Manufacturer narrative:
Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain the missing information; however, no additional information was provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.